Manufacturer narrative:
Patient information not available for reporting. Date of implant is not known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4) -no code available used to capture required surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with a 2.0mm rapid resorbable oblique l-plate-left on unknown date. Patient was returned to surgery on (B)(6) 2018 where the plate was removed. It is not known why the device was explanted. No adverse consequence to patient was reported. Concomitant device reported: 2.0mm rapid resorbable cortex screw 6mm (806.006.02s, lot number unknown, quantity unknown). This report is for one (1) 2.0mm rapid resorbable oblique l-plate 6 hole x 4 hole-left. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon reported the plate was exposed from the left maxillary alveolar part and that it was surgically removed only where exposed. The surgeon could easily remove it without getting entangled with the mucosa. Also, it was initially reported that the surgical area was mandibular, but the surgeon reported the area was maxillary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected explant date in description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further clarification received that patient underwent removal surgery on (B)(6) 2018.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part: 852.263.01s; lot: l317956; manufacturing site: (B)(4); release to warehouse date: april 21, 2017; expiry date: april 01, 2020 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed. Just a few fragments of a 2.0mm rapid resorbable plate was returned, a large part of the plate is missing. There are milky spots visible at the fragments, which shows that the degradation of the material had started. The fragments were returned in a plastic tube and there are still blood residues visible, a decontamination of the resorbable material is not possible without further destruction. Therefore, and as only fragments were returned no physical evaluation of the part is possible. In addition, it unknown in which direction the evaluation should go as there was no information about an allegation against the plate provided. The only available information states that a removal surgery was planned for march 16th, the plate was finally removed two week earlier on march 2nd. It is unknown why the plate was removed earlier and also why there was a removal surgery planned for a resorbable implant. It is unknown when the plate broke, if this was in-situ or during the removal, which would be likely as the degradation of the material had started and does therefore weaken the implants. Finally, the complaint is confirmed as the returned implants are not intact anymore. But due to the condition of the devices and as there was absolutely no information about the event provided no conclusion can be drawn and no root cause can be defined. The investigation will be updated when further information about the event and/or the lot number is available. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as the allegation against the device is unknown and the risk of breakage is adequately addressed in the risk file. Corrected data: adverse event or product problem, outcomes attributed to adverse event. After evaluation of the returned devices by the manufacturer it was determined that previously reported concomitant device 2.0mm rapid resorbable cortex screw 6mm (806.006.02s) should have its own report and is no longer considered concomitant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.